Event description:
The customer reported system message, incubator belt motion error involving the unicel® dxc 600i synchron® access® clinical system. A beckman coulter field service engineer (fse) assessed the instrument at the facility. The fse cleared the incubator jam, performed preventative maintenance and system check and noticed the substrate mean was low. The fse discovered the substrate pump was delivering an incorrect amount of substrate. The fse replaced the substrate pump and verified instrument operation. System check passed within specification. There was no report of erroneous patient results generated. Patient care was not impacted. The instrument was returned to normal operation.

Manufacturer narrative:
In conclusion, the likely cause of the event is attributed to the substrate pump. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).